Manufacturer narrative:
No trend considering the following event is identified: revision due to implant fracture. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: the (B)(6) male patient had received tha on jan 11, 2016. He suddenly experienced a cracking noise while walking in the garage. Prior to that the operated left hip was alright and the patient did not complain and had no problems.the breakage was noticed in the x-ray. On (B)(6), 2017 a revision of the hip with head and inlay change occurred and thereby a chronical and older damage could be refused/excluded. Review of received data - only the implant stickers of the primary implantation surgery was received. Devices analysis - visual examination: ceramic head: the laser engraving on the received fractured femoral head reads as follows: 32m/o x12/14 1x ? S 8268 iso 6474. The fractured ball head could be clearly identified based on the laser engraving of the serial number and the year of fabrication. Four large fragments were received. 5.8% of the implant volume is missing. Inspection of the cone surface and bottom : fragments 1, 2, 3 and 4 show both primary as well as secondary metal transfer. No traces of blood were found on the fragments. A total number of 8 small fragments was delivered as well. Inspection of the fracture surfaces: secondary metal transfer is especially visible on the fracture surfaces of fragments 2 and 3, fragments 1 and 4 show only minor secondary metal transfer. Inspection of the articulating surface: minor metal transfer is visible on the fragments 2 and 3. Pe insert: insert is seen to have significant damage in the form of scratches and cuts on the articulating surface and some cuts are observed at the rim of the insert which probably occurred due to the extraction from the outer metallic shell. On the anchoring surface of the insert 2 indents due to the metallic shell spikes are visible. The indents seem to be equally far from the pole and aligned. The pole of the insert also shows signs of usage, however, not significantly. - the density of all large fragments is equal to or larger than 3.98 g/cm3 , while the specified value is equal to or larger than 3.96 g/cm3. - the compatibility check was performed from (B)(6) and showed that the product combination was approved by zimmer biomet. Root cause analysis root cause determination using dfmea: - fracture of head due to fracture of head due to insufficient material thickness (wrong design) not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - loss of connection, fracture of ceramic head due to inappropriate design concerning pull-off/torque strength of the head on the stem taper not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. - loss of connection, fracture of ceramic head due to particles between stem and head taper possible: there is no information available whether some particles were observed or not, no revision surgery report was available for review. Therefore cannot be excluded. - fracture of head to due stem taper corrosion (increasing of volume) due to wrong material pairing not possible: material pairing is approved by zimmer biomet. - mal-function of tha (wear, fracture, dislocation etc.) Due to wrong size of head diameter and/or offset possible: size of head diameter is correctly selected, however, no x-ray is received to confirm the correct choice of offset therefore cannot be excluded. - high wear, head fracture due to wrong raw material selection => not possible: quality documents for the material have been reviewed. The conformity with specifications has been confirmed. - compromized taper fixation strength, fracture of implant due to high patient activity, patient disregards limits of the device possible: patient's activity level is unknown, therefore cannot be excluded. - loss of connection, fracture of ceramic head due to use on a used or damaged stem taper possible: it is not known if the stem was damaged during the operation or a used stem was used, therefore cannot be excluded. - increased wear, fretting corrosion on stem taper (lever torque) due to patient with high body weight possible: patient bodyweight is not know, therefore cannot be excluded. Conclusion summary the patient underwent a revision surgery due to ceramic head breakage after approximately 1 year 4 months in-vivo time. No x-rays before the breakage was received to see the position of the components. No surgical reports were available for the investigation. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Large parts of the head were missing, therefore, fracture origin could not be identified. Nevertheless, the possible reasons why the head got broken include: wrong choice of the head offset, particles left between the stem and the head, high patient activity, patient disregarding limits of the device, high patient weight and damaged stem taper during the primary implantation surgery. Furthermore, the respective quality data for the ceramic head (analysis of raw material, sintering protocol, density measurement, measurement of grain size and inspection certificate) have been reviewed and confirmed to conform with the specifications. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
Additional information was received and is filed in this report. The devices have been received, the investigation is ongoing. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported, that a patient was implanted with a sulox head 32/0, taper 12/14 on (B)(6) 2016 and experienced a cracking noise on (B)(6) 2017. Subsequently the patient underwent revision surgery on (B)(6) 2017 due to implant breakage

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The lot number of the device was received. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Additional information has been requested and is currently not available. (B)(4).

Event description:
It was reported that the patient was implanted a sulox head m, a, 32/0, taper 12/14 on the an unknown side (exact date not reported) and the patient underwent revision surgery on (B)(6) 2017 due to implant fracture.